Manufacturer narrative:
Additional information: two (2) actual samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had a connection issue; further described as "minicaps were dropped down from the transfer set". This occurred during use of peritoneal dialysis therapy. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.